Event description:
Boston scientific received information that this pacemaker along with the right ventricular (rv) lead and left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement and undersensing. Through visual fluoroscopy, a subclavian crush was suspected which was confirmed during lead inspection. The device was explanted electively while the leads were surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--